Manufacturer narrative:
The field service engineer found an overflow at the nozzle and he adjusted the volume. Qc and a hardware check were performed and were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. The samples were repeated after the service actions were completed. Sample 220510027674 initial hemoglobin a1c result was 8.66% and the repeat results were 5.45% and 5.50%. Sample 220510029874 initial hemoglobin a1c result was 7.58% and the repeat result was 6.60%. Sample 220510027874 initial hemoglobin a1c result was 6.72% and the repeat result was 5.89%. The questionable results were reported outside of the laboratory and were later corrected. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.